Event description:
The technician alleged that the bed had no head up function. No injury reported.

Manufacturer narrative:
The technician found that the head cylinder was bent. The technician replaced this head cylinder to resolve the issue.